Manufacturer narrative:
(B)(4). Report source: foreign source- (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant would not lock into the inserter. This was discovered in the warehouse. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual examination of the returned tibial tray and locking bar showed signs of wear and surface scratches. The locking bar came attached to the tibial tray. Dimensional analysis determined that print specifications were conforming. Further analysis indicated that it could not be determined with certainty whether the reported locking bar dissociation occurred due to improper insertions, as a more definitive conclusion would also require analysis of the bearings. A definitive root cause could not be determine. However, it should be noted that the tibia tray and locking bar are not intended to be assembled without an articular surface. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.